Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed since the patient presented with heart failure, dyspnea, worsened flail, and increased mitral regurgitation. It was reported that on (B)(6) 2017 a mitraclip procedure was performed treating severe degenerative mitral regurgitation (mr). One mitraclip was implanted without reported issue, reducing the mr to moderate. A flail was observed next to the successfully implanted mitraclip. This flail was left untreated. On (B)(6) 2018, the patient was admitted to the hospital for heart failure with shortness of breath. The mr had increased to grade 4. On (B)(6) 2018, another mitraclip procedure was performed, implanting one mitraclip without issue, reducing the mr to grade 1. Reportedly, the previously implanted mitraclip remained stable and well seated on the leaflets and was functioning as intended; however, there was a persistent flail which had worsened from the (B)(6) 2017 procedure. It is unknown if the (B)(6) 2017 implanted mitraclip contributed to the worsening flail. Therefore, it is unknown if the implanted mitraclip is related to the subsequent worsening mr and heart failure. There was no additional information provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record did not indicate a lot-specific quality issue. Based on the information reviewed, the reported mitral regurgitation is related to disease progression. A definitive cause for the worsened heart failure cannot be determined. The reported dyspnea is a symptom of the worsened heart failure, the reported tissue damage is related to the worsened flail. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.